Event description:
The event is reported as: the pt (end-user) alleges that the yellow plunger of his voldyne volumetric exceiser is jamming, or seizing into place at the rest position. The end-user reports that he must expand much more of a breathe than he should to dislodge the plunger to meet prescribed volume. Pt condition is reported as fine.

Manufacturer narrative:
The pictures provided from the customer are not enough to confirm the failure mode, sample is required to conduct and eval. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review, the product was manufactured on 04/16/2013. The DHR investigation did not show issues related to the complaint. Document (fmea) assessment was conducted and no changes were required. The pictures provided from the customer are not enough to confirm the failure mode, the complaint cannot be confirmed, and a conclusive root cause cannot be determined since the sample was not available. Teleflex will continue to monitor and trend relating events.